Manufacturer narrative:
Date of event: estimated based on the aware date of 25aug2021 as the event date is unknown.

Event description:
Reported via journal article. It was reported that the device leak occurred. They report a case of successful implantation of double watchman devices in a patient with double-lobed left atrial appendage (laa). Through transfemoral approach, under transesophageal echocardiography (tee) guidance, a transseptal puncture was performed and a 27mm watchman device was successfully implanted at a depth of 27mm. Angiogram and tee showed no evidence of residual laa blood flow or uncovered lobes and tug test confirmed that the device was stable. Two months after implant, a cardiac computed tomography (CT) showed distal placement of watchman occlusion device deep in the posterior lobe with a significant anterior portion of the left atrial appendage not excluded. A second 24mm watchman flx device was successfully placed under tee guidance using standard techniques to seal the uncovered anterior lobe of the laa. Case report: basyal, b. Et al. "Left atrial appendage closure in a patient with double-lobed left atrial appendage using double watchman devices".